Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the middle stopcock cracked and leaked during patient use. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.